Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the cap was discovered to be missing from the needle, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's information, a syringe was packed without the needle cap and the needle was exposed in the package.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2243744. D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 31-aug-2022. D.10 device available for eval? Yes. D.10 returned to manufacturer on: 17-may-2023, h.6. Investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing IV shield was observed. The customer sample was evaluated by visual examination and the indicated failure mode for missing IV shield with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the cap was discovered to be missing from the needle, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's information, a syringe was packed without the needle cap and the needle was exposed in the package.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.